Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a delay in pump programming during a code blue event. The customer indicated that an emergent change in patient status required initiating an epinephrine infusion, which necessitated changing the drug profile. During the event, the clinician noted that the default setting for the pumps is the adult drug library profile, and switching to a different profile requires powering down the pump, selecting ¿new patient,¿ and then choosing ¿no¿ for adult to access other options. The clinician obtained an additional pcu and pump and selected the adult ICU profile to administer the epinephrine infusion at the required dose, as they could not power down the existing pcu due to ongoing infusions. Although frequent request were made for additional information, no further information was provided.